Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and assisted the caller through the pump reset process, which resolved the issue, allowing the caller to successfully start their sensor session.